Manufacturer narrative:
Sections a and d4: specific patient information and device serial number are documented as unknown. Details are listed in attached article. Device was implanted at time of event. Tunuguntla, h., cho, j., choudhry, s., spinner, j., puri, k., hope, k., watanabe, k., dreyer, w., price, j., broda, c., wilson, d., elias, b., & adachi, I. (2024). Long term use of implantable left ventricular assist devices in pediatric patients. The journal of heart and lung transplantation, 43(4), s173. Https://doi.org/10.1016/j.healun.2024.02.350. (B)(6) hospital; manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Additionally, the reports of pump thrombosis could not be confirmed based on the provided information. A specific cause for these events could not be conclusively determined. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including infection (driveline, pump pocket or pseudo pocket, as well as localized), pump thrombosis, bleeding, other neurological events (not stroke-related), and multiple organ failures/dysfunctions. This section also addresses pump parameters, including pump flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. This section also lists neurological dysfunction as a potential late postimplant complications that may be associated with the use of the heartmate 3 lvas. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article "long term use of implantable left ventricular assist devices in pediatric patients" that the hm3 may be related neurological dysfunction(n=10), medically managed pump thrombosis(n=4), device malfunction requiring pump exchange(n=3), major bleeding(n=5), and infection(n=23), with recurrent driveline infections. A study from may2008 -sept2022 was performed on patients that were <19 years of age living with an lvad for more than 1 year. The summary statistics were used to describe patient demographics, length of support, frequency of non-elective readmissions, adverse events (per pedimacs criteria), and outcomes. 90 patients received 91 continuous flow ventricular assist device (cfvad) during the study, of these 29 patients had vad for more than 1 year. 20 patients for 1-3 years, 5 patients for 3-5 years, 4 patients for >5 years, and the longest supported patients for 12 years. Vad support was on hm2(n=1), hvad (n=23), and hm3 (n=5). There were 81 readmissions over 29,812 vad support days.